Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(6).

Event description:
Reporter stated that customer received the following results on 2 different meters within 7 minutes and 3 minutes respectively: aviva system: mobile system: 2.9 mmol/l, 11:27; 15.2 mmol/l, 11:29; 3.1 mmol/l, 11:31; 9.5 mmol/l, 11:33; 3.3 mmol/l, 11:34. Aviva system: mobile system: 4.3 mmol/l, 11:47; 8.5, mmol/l. The customer had unspecified hypoglycemic symptoms at the time of the 15.2 mmol/l and 2.9 mmol/l results and self-treated with "dextrose." No adverse event reported. The manufacturer requested return of suspect product for evaluation.